Manufacturer narrative:
Device was returned for evaluation. Investigation will be conducted. Follow up will be filed with findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw was inserted without no problem however when the rod was placed and correction maneuver carried out the surgeon could not get a locking cap into the head of the screw. We tried 2 locking caps and this still did not sit properly and unfortunately resulted in the rest of the locking caps being removed and rod removed for him to have to replace the screw. I have looked at the screw and it looks it was damaged. Please can this be investigated and a replacement sent out.

Manufacturer narrative:
Visual examination of the returned device revealed threads were torn and the drive feature was stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause cannot be positively determined. However, a likely root cause maybe inadvertently cross threading occurred coupled with unexpectedly high amounts of force being placed during insertion. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.